Event description:
It was reported that this pacemaker oversensed noise resulting in four seconds of pacing inhibition. Technical services (ts) reviewed the device data. As the patient is pacing dependent and 100% paced in the right ventricle, ts recommended increasing the sensing floor to avoid oversensing of the myopotential signals which are a result of the unipolar sensing configuration due to unipolar leads. This is not evidence of lead impairment. The atrial tachy response (atr) episodes available in the arrhythmia logbook confirm myopotential signals but do not show the described four seconds of pacing inhibition. There are several non-sustained episodes which do show pacing inhibition; those clearly seem to be related to an external interference which is most likely an electrical source. No adverse patient effects were reported. Subsequent information confirmed that the recommended programming changes were made. The source of the external noise remains unknown. The device remains implanted and the patient will be monitored.